Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis. It should be noted the emboshield nav6 embolic protection system instructions for use states: the emboshield nav6 embolic protection system is indicated for use as a guide wire and embolic protection system to contain and remove embolic material (thrombus / debris) while performing angioplasty and stenting procedures in carotid arteries. It could not be determined that using the device off-label contributed to the difficulties. The lot history record (lhr) for this product could not be reviewed and a similar incident query could not be performed because the lot number was not reported. The investigation was unable to determine a cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a heavily calcified lesion in the right superficial femoral artery (sfa). An emboshield nav6 embolic protection system (eps) was advanced and the filter deployed at the popliteal artery. Atherectomy was performed prior to the successful deployment of an unk supera self expanding stent. On removal of the filter of the eps, resistance was met with the supera stent and the filter could not be removed. A snare device was advanced from the posterior tibial artery to retrieve the filter successfully. There was no damage to the deployed supera stent. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.